Manufacturer narrative:
Results: the pet lock was separated, and the pull tube was retracted from the pusher assembly. The pusher assembly was undamaged, and the pull wire was retracted from the distal detachment tip. The proximal constraint sphere on the embolization coil was still attached. Offset coil winds were present along the length of the coil. Conclusions: evaluation of the returned smart coil revealed a successfully detached device. The pet lock was separated, and the pull tube was retracted which indicates a successful detachment. There were no damages or abnormalities with the device which could cause or contribute to the reported issues detaching. Offset coil winds were present on the embolization coil which may have been a result of being returned unprotected in a plastic bag. Cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02274.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coils (smart coils) and penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the third smart coil in the target vessel using a non-penumbra microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made two other attempts, but the smart coil would not detach; therefore, it was removed. It was reported that the physician was able to detach the smart coil at the fourth attempt made outside of the patient¿s body. The physician continued the procedure using additional smart coils and ruby coils. Next, the physician opened another ruby coil and noticed that it was kinked upon removal from the dispenser hoop. The damaged ruby coil was found prior to use and therefore, was not used in the procedure. The procedure was completed using additional smart coils, ruby coils and the same handle. There was no report of an adverse effect to the patient.